Manufacturer narrative:
This report is being supplemented to provide additional information. The device evaluation is still ongoing. Should additional relevant information become available, another supplemental report will be submitted. Updated filed: d9, h4, h6.

Event description:
It was reported that the video system center had no image. The issue occurred during preparation before use inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it is likely regarding the suggested event of no image with 180 scopes, it is likely the cause was the faulty printed circuit board. Regarding the suggested event of the power switch needing to be replaced due to damage, it is likely the cause was the faulty power switch. Olympus will continue to monitor field performance for this device.